Event description:
Pdc received a call on (B)(6) 2013 reporting a medical event that occurred on (B)(6)2013 at 17:00 hrs. Pt (sm) was initial caller but her daughter (bb) took over conversation to give details of event. Pt became extremely alarmed due to the prodigy meter reading of 474mg/dl. Pt's blood pressure at the time of event was 150/125. (Bb) tested pt blood glucose on bb's own personal meter and results were in the 160s. There was no time frame given between the two readings. Pt had recently been released from the hospital around the time of the event. Pt stated that she wasn't feeling well, wasn't speaking correctly, shaking and could stand on her own. Then daughter (bb) called paramedics. Paramedics arrived approx 20-30 minutes later. Paramedics performed blood test and reading was 330mg/dl. Pt was in hospital from (B)(6) 2013 and average glucose readings were in the 200s. Pt's normal blood glucose readings are 120-140mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.